Manufacturer narrative:
The reported issue that device broke was confirmed. There were multiple proximate causes identified for the report of broke. They are as follows: right iui connector missing. Bezel assembly with crack in lower hinge. Door damaged (cosmetic only). Rear case with fluid ingress damage. Door latch assembly with unapproved parts (third party). Left iui connector missing. Keypad delamination.

Event description:
The device was damaged.

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that device broke was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.

Event description:
The device was damaged.

Manufacturer narrative:
Additional information added to: h7 and h9.